Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Medtronic investigation of returned suspect tricut blade 4mmx13cm finds that the blade navigates normally in the ent v 2.2.2 application. The application identifies the tool as "tricut, 4mmx13cm. Tracking and accuracy look normal. The tool remained in green status during the entire test time. The blade also navigates normally in the system accuracy v 2.0 application and passed the test with an error of 2.670mm. All three coils test good. Fully functional. Device found to be fully functional. No fault found. On (B)(6) 2015 - a medtronic representative, following-up at the site, reported provided the site an alternate m4 hand-piece and interfaced with xps 3000 with same symptoms were seen. They used both the site's and the medtronic representative's hand-piece with their ipc, and found it worked normally. The medtronic representative made recommendations that the site upgrade their equipment in order to resolve the issue. On (B)(6) 2015 - medtronic technical services representative made notification of the warning in the straightshot IFU, "do not dissect with the m4 handpiece while actively tracking the instrument in the navigation software". Also, requested an update on foot-switch replacement, or repair, to further resolve the concern. (B)(4).

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged that whenever the surgeon presses the foot-switch to engage the quad-cut blade, the tracking status flickers red/green. As soon as the blade is not rotating, the status will remain solid green and track normally. No further details were provided. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.